Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 23mm. Prior to the index procedure, (B)(6) were administered, and these medications were continued after the index procedure. The patient was discharged home one day post procedure. One thousand two hundred eighty eight (1288) days post index procedure, the patient was noted with confusion. On the same day, new computed tomography colonography (ctc) and subsequent magnetic resonance cholangiopancreatography (mrc) revealed bifrontal edema due to inflammatory cerebral amyloid angiopathy. The patient was also diagnosed with microbleeds supra and infratentorial sections. The patient was hospitalized for further treatment and evaluation. The patient was on aspirin at the time of this event. One day after admission for stroke symptoms, a computed tomography (CT) and magnetic resonance imaging (MRI) of the cerebrum was performed. The following day, a repeat MRI was also performed, which revealed subacute ischemic infarcts, and the event was classified as an ischemic stroke. The patient was treated with IV medication (high dose of solumedrol) for the bifrontal edema the following day. The patient later experienced weakness. The patient was discharged from the hospital to a rehabilitation center on aspirin eight days after admission for stroke symptoms.

Manufacturer narrative:
B5: describe event or problem - updated narrative based on clinical form update. B6: relevant tests and laboratory date - updated to include imaging tests performed for diagnosis. B7: other relevant history - updated to include additional details to the patient medical history.

Event description:
Asap too study. It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 23mm. Prior to the index procedure, aspirin and clopidogrel were administered, and these medications were continued after the index procedure. The patient was discharged home one day post procedure. One thousand two hundred eighty eight (1288) days post index procedure, the patient was noted with confusion. On the same day, new computed tomography colonography (ctc) and subsequent magnetic resonance cholangiopancreatography (mrc) revealed bifrontal edema due to inflammatory cerebral amyloid angiopathy. The patient was also diagnosed with microbleeds supra and infratentorial sections. The patient was hospitalized for further treatment and evaluation. The patient was on aspirin at the time of this event. One day after admission for stroke symptoms, a computed tomography (CT) and magnetic resonance imaging (MRI) of the cerebrum was performed. The following day, a repeat MRI was also performed, which revealed subacute ischemic infarcts, and the event was classified as an ischemic stroke. The patient was treated with IV medication (high dose of solumedrol) for the bifrontal edema the following day. The patient later experienced weakness. The patient was discharged from the hospital to a rehabilitation center on aspirin eight days after admission for stroke symptoms. It was further reported that the patient was noted with confusion one thousand two hundred eighty eight (1288) days post index procedure. The patient was distant and experienced dizziness and micturition. The stroke was ischemic. Post medication, the patient condition was improved, however, weakness was noted. At the time of discharge to a rehabilitation center, the patient was mobilized with a walker and light support. The patient was also recommended for a repeat MRI of the brain in the following 1-2 months and further checkup.